Event description:
It was reported that the right atrial lead exhibited noise that was over-sensed by the device and led to inappropriate automatic mode switch. No intervention was performed, and patient will continued to be monitored. The patient was in stable condition.